Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient felt dizzy and lightheaded while he was driving his car. The patient pulled his car to the side of the road until his symptoms subsided. However, the event continued, and the patient was in a car accident. The health care provider stated the patient's underlying rhythm was sinus rhythm and requested episode review to discern if the episode was ventricular tachycardia (vt). A boston scientific technical services consultant reviewed the electrogram. The consultant identified evidence supporting it was vt as there was a clear morphology change, rhythm ID ranged from 39-70 percent, as well as the patient reported symptoms prior to shock delivery. Additionally, a previously stored event showed similar characteristics. Therapy delivery consisted of two bursts of anti-tachycardia pacing (atp) and five shocks in initial polarity. A brief slowing of the vt was observed after each delivery of atp; however, the second atp with the decremented cycle length appeared to have slightly increased the ventricular rate by 10-20ms. The consultant provided troubleshooting suggestions and potential programming options for this patient. The device remains in service. No adverse patient effects were reported.